Event description:
The pt's device reportedly migrated down towards a retroauricular position and the pt began experiencing discomfort at the implant site when wearing external equipment or glasses. Repositioning surgery occurred on (B)(6) 2011.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.